Manufacturer narrative:
Sc-2158-50 (B)(4) device evaluation indicated that the lead passed visual and x-ray inspection. Cable connections from the proximal contacts to distal electrodes were checked and no anomalies were identified. The proximal contacts, distal electrodes, and lead body exhibit normal characteristics.

Event description:
A report was received that the product was returned for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the product was returned for an unknown reason.